Manufacturer narrative:
The returned device was evaluated and the pod arrived full deployed with the slide insert visible in the top housing window. Download data was not available due to an error that occurred at the download station when attempting to connect the pod to pdm. The type and cause of the reported alarm could not be identified due to the inability to extract pod data during the downloading process. Fluid path testing revealed a tear on the external portion of the soft cannula. No fluid damages to the device were observed. The exact timing and cause of the external tear could not be determined.

Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports receiving a pod hazard alarm during operation.